Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause for the scorched lens event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A root cause for the foreign material event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material remained from reprocessing due to a possible deviation from the instructions for use. The scorched lens event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. The foreign material event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the objective lens of the colonovideoscope was scorched and after cleaning, moisture was not completely removed during drying, causing water to accumulate on the lens and leaving water spots. The event occurred during inspection for use, before an unspecified procedure. There were no reports of patient involvement.